Event description:
Customer alleged the chair shut down 4 times by itself and the chair was giving a right motor brake fault. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg serial number/date code (B)(4) is approximately 2 months of age. The user manual part number 1143190 rev k (mar-11)was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the left motor needed replaced, and the chair was giving a right motor brake fault. The consumer alleges that the chair has shut down by itself 4 times. The consumer was not injured during these events. The device is to be returned for evaluation.